Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The procedure was being performed on a calcified mid-sfa 10cm total occlusion. Multiple wires and balloon combinations were used to get across in a sub-intimal manner. The enteer balloon was advanced through the sub-intimal plane. When the physician began to insulate the balloon it would not gain any pressure and appeared to be leaking into the sub-intimal plane. Another enteer was proposed, but due to the length of the procedure and contrast concerns, the physician opted to bring the patient back at a later date for further treatment. In addition to the issue with the enteer balloon, the enteer guidewire did not pass easily when it was inserted. It may have kinked while advancing through the issue with the enteer balloon. No injury to the patient reported. Please reference MDR 2183870-2015-00307 for the enteer re-entry device used in this procedure.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
Evaluation of the returned device on september 23, 2015 found several bends/kinks of varying severity in the distal 1.25cm. The wire also presented with offset/mis-aligned and overlapping coil wraps. All components of the device were present.